Manufacturer narrative:
E.4 initial reporter phone (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd tube k2edta plh 13x75 2.0 plbl lav cn that stopper creep out or loose closure. The following information was provided by the initial reporter: on january 28, after two nurses checked the doctor's order, when selecting the test tube, they found that the test tube cap and the test tube were in a tilted state, and the rubber stopper was not directly connected to the test tube.

Event description:
It was reported that while using the bd tube k2edta plh 13x75 2.0 plbl lav cn that stopper creep out or loose closure. The following information was provided by the initial reporter: on (B)(6) after two nurses checked the doctor's order, when selecting the test tube, they found that the test tube cap and the test tube were in a tilted state, and the rubber stopper was not directly connected to the test tube.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, eighty (80) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper creep out as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creep out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.